Manufacturer narrative:
B3 - date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cleo infusion set experienced a line blocked alarm, which was resolved by replacing the tubing and infusion site. There were patient involvement and no patient injury.